Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Motor passed the motor test. A scratched lcd window, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label noted. No moisture damage to the electronic assembly observed during visual inspection.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. During troubleshooting customer stated the drive support cap was protruded. Insulin pump will be replaced. The blood glucose reading was 93mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.